Event description:
Nurse checked administration set and noticed tubing broke during chemotherapy. As a result, chemo substance got on pt and worker. Further investigation by nurse revealed lack of proper adjesion between the junction of drip chamber and IV tubing.